Event description:
It was rpeorted "purge failure alarms". Additional informaiton states that the physican decided to discontinue therapy. No patient injury or consequence reported. The patient's current codnition is rpeorted as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the reported complaint for "purge failure alarms" could not be confirmed. The product was not returned for investigation. According to the service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "purge failure alarms". Additional information states that the physician decided to discontinue therapy. No patient injury or consequence reported. The patient's current codnition is rpeorted as "fine".